Event description:
It was reported the patient presented in the hospital for unrelated reasons. It was observed their heart rate had dropped significantly but was able to be stabilized without issue. Imaging was completed and the leadless pacemaker was noted to be dislodged. Interrogation noted the device failed to capture. The device was successfully explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported complaint of capturing problem and device dislodgement were not confirmed. Visual inspection showed that the helix was within specification and no anomaly was noted. Electrical analysis showed normal electrical characteristics without any anomalies. No device problem found.